Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware.

Event description:
It was reported that the patients ipg would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.